Manufacturer narrative:
A steris service technician inspected the facility's transfer carts and found they were worn and damaged; specifically the wheels and plastic slides on the cart were corroded and the overall condition of the carts was poor. The technician noted that user facility personnel often move the carts between washers however the carts are adjusted for use in specific washers causing carts to be used in washers they do not properly align with. This results in the carts not moving smoothly on the cart track and/or becoming jammed or stuck on the track. The technician also noted the facility flooring near the washer is not level, which also may contribute to transfer carts getting stuck on the cart track or tipping. The technician adjusted the wheels on the facility's carts and advised facility personnel to only use the carts on the washer they are adjusted for to ensure the cart moves smoothly on the cart track. No further issues have been reported with the equipment. The technician could not confirm which of the facility's cart was subject of the reported event, however the facility has one cart that exceeds its useful life of 15 years and another that is 14 years old. The steris technician advised facility personnel to replace the worn, damaged carts. The facility is now seeking to replace the affected transfer carts. The transfer carts are not under a steris service contract and are currently maintained and serviced by the user facility. The equipment operator manual states (pp.5-2): routine maintenance: "verify plastic slides are in good condition. Inspect wheels to ensure they roll smoothly. Align if they are misaligned, replace if they are worn or brakes are broken." Steris has scheduled in-service training on the proper operation and maintenance of the transfer carts for (B)(6), 2011.

Event description:
The user facility reported that when an employee was removing the transfer cart from the washer after a processing cycle, the cart became stuck on the edge of the cart track. The operator then pulled on the cart causing it to tilt towards her and the hot basket to hit her right arm, resulting in a burn. The employee went to the facility emergency room where a bandage and ointment were applied. The user facility reported the employee is fine with no sustaining injuries.